Manufacturer narrative:
The unit was received with a blank display due to corroded lcd board. Unable to perform the operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, and the displacement test. Unable to verify the off no power, low battery alarm or any alarm due to the blank display. The unit had minor scratched lcd window, a cracked case at the display window corners, cracked reservoir tube lip, and a stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a malfunction. The insulin pump would alert the off no power without a low battery warning. This malfunction has happened two times. The customer had recently changed the battery but the battery had drained out. The insulin pump was not dropped. The battery cap was not loose, cracked or damaged. The customer's blood glucose level was unknown. The device was returned for analysis.